Manufacturer narrative:
There was no patient involved with this concern. On 11-may-2016, a medtronic representative went to the site to test the equipment. Initial testing observed low battery indication on the mobile view station (mvs) after approximately 8 minutes. Battery power confirmed at 40% after 10 minutes with the mvs system still in operation. The rep replaced the uninterruptible power supply (ups). It was also noted that the system storage and power is located near a maintenance area with high traffic. The rep relocated the mvs closer to outlet. The imaging system passed the system checkout and was found to be fully functional. On 30-may-2016, a medtronic representative went to the site to further troubleshoot the equipment. The rep verified the ups battery level to be 100% at disconnect from ac power. The rep also verified a message popup at 50% ups battery power and was recorded within the event viewer. The rep replaced the mvs power board. The imaging system passed the system checkout and was found to be fully functional. The hardware investigation found that the reported event was related to an electrical issue with the uninterruptible power supply (ups). The ups turned on and was charging with returned batteries. Charged returned batteries over night. Perform 5 min load test on returned batteries. Did not pass load test, (4min 40 sec). Remove original batteries, install known good test batteries and charged over night. Run load test on test batteries. Passed the 5 minute test (6min 11sec). Remove test batteries and install new batteries. Charge new batteries over night. Perform load test, new batteries passed 5 min load test ( 7min 8 sec). Diagnosed problem: battery returned with unit would no longer hold or maintains a charge. The reported event was confirmed. The mobile view station (mvs) power board was also received and is currently under analysis. On 06jun2016, a medtronic representative reported that the mvs battery charge starts at 84% when unplugged from the outlet, after approximately 6 minutes the level drops to 50% and the lower battery warning message pops up. After about 10 minutes the mvs battery level reaches 20%. Due to further issues, it was decided to replace the mobile view station (mvs) computer at the site. The site radiology group required that, prior to pc removal, all patient data be cleared from the computer. The site requested to hold off replacement until they have confirmed all information was backed up within their data storage system.

Event description:
A medtronic representative reported that the mobile view station (mvs) of the imaging system powered off while bringing it down the hallway. It had been plugged in all weekend before this happened. No patient was present.

Manufacturer narrative:
Medtronic investigation of suspect returned mvs power board was unable to confirm reported problem. Visual inspection passed. F9, f10, f11, f12 are good. Installed mvs power board in o-arm system 267 and the system functioned as expected. When removed from wall power, the mvs cart remained powered on for greater than 5 minutes 3 times a day while under system test. Charging, 2d and 3d imaging were successful. No problem found. As previously reported the uninterruptible power supply was replaced to resolve the on-site issue and returned to confirm the reported issue.